Manufacturer narrative:
(B)(4). Supplemental for MDR-00226184.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss over one hour was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
Pt called in because he got an error "invalid tx ID" and he already contacted the tandem about this and he was transferred to us since it has something to do with the tx. Pt is only tandem pump and he is not using any other display device.